Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a portion of the dilator ("plastic blue covering") was missing on one of the sutures. Reportedly, the physician did not notice it until the other side of the mesh was inserted and had to remove it. The procedure was completed with another uphold¿ lite with capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.